Manufacturer narrative:
The impella device investigation is underway. Upon completion of our analysis, a supplemental report will be filed. This report is being filed as part of a retrospective review of historical records.

Event description:
The user facility reported a patient in acute myocardial infarction/cardiogenic shock was implanted with an impella cp device for mechanical circulatory support. There was a delivery issue with the impella device. The inflow cage was in the left ventricle, and it was noted to be shallow. The physician decide that the impella could be utilized. The wire was going to be removed, however the impella was pulled out of the patient. Several attempts were made to insert the impella and remove the wire, the results were the same. After checking the catheter, it was discovered that the catheter shaft right above the motor was kinked. The pump insertion was aborted with no reported harm to the patient. No further information is available.

Manufacturer narrative:
The investigation for the reported delivery and product damage (cannula kink) issue has been completed. The impella device was not received from the customer and therefore, an evaluation of the device was not possible. However, clinical details provided were sufficient to determine a root cause. The cause of the delivery issue was patient condition and related to the tilt of the patient's heart making it too difficult to deliver the device. This report is being filed as part of a retrospective review of historical records.